Manufacturer narrative:
The meter and strips have been requested for return. The product has not been received at this time. If the product is returned in the future, a follow-up report will be submitted. On a regular basis, coaguchek strips of lots currently valid in the market are tested as part of routine retention testing and results have passed the internal inspection. Per product labeling, "coaguchek uses human recombinant thromboplastin. Therefore, the comparability to other human recombinant thromboplastins is best, whereas higher deviations can occur with other thromboplastins. However, those higher differences between thromboplastins of different (rabbit, bovine based) origin are not a coaguchek specific issue. Similar differences can be observed when a human recombinant thromboplastin-based laboratory method is compared against several other (rabbit, bovine-based) laboratory methods. Occupation was patient/consumer.

Event description:
There was an allegation of questionable results from coaguchek xs meter serial number (B)(4). The patient was diagnosed with pancreatic cancer. As a result, an endoscopy was performed and the marcumar had to be completely discontinued and the patient was given heparin. On (B)(6) 2022, the patient was discharged from the hospital and marcumar was started again. The result from the meter was 1.2 inr. On (B)(6) 2022, the result from the meter was 1.2 inr. On (B)(6) 2022, the result from the meter was 1.6 inr. On (B)(6) 2022, the result from the meter was 2.0 inr. At an unknown time, the patient took half a tablet of marcumar. On (B)(6) 2022, in the morning, the patient took half a tablet of marcumar. At 20:34, the result from the meter was 6.8 inr and at 20:36, the result from the meter was 6.7 inr. On (B)(6) 2022, the result from the meter was >8.0 inr. The patient had the first dose of chemotherapy. On (B)(6) 2022, the result from the meter was >8.0 inr. Within four hours, the result of a laboratory using an unknown reagent was 6.0 inr. On (B)(6) 2022, the result from the meter was 5.0 inr. On (B)(6) 2022, the result from the meter was 1.4 inr. The patient questioned the higher results due to only taking the half tablets of macumar. The therapeutic range was 2-2.5 inr.

Manufacturer narrative:
The returned test strips were measured on reference meters with a high-level control sample: target range: 2.4-3.0 inr test 1: 2.7 inr test 2: 2.7 inr test 2.6: 2.7 inr all inr values were within the specified target ranges, confirming the functionality of the complained coaguchek test strips. No error messages occurred. The returned customer material and retention material comply with the specification. Medwatch fields d9 and h3 were updated.